Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the excessive no delivery alarm or missing segment/partial display due to the blank display. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 100 mg/dl. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The insulin pump had been exposed to body sweat. The battery cap contacts were not missing or damaged and the battery compartment and spring not corroded or damaged. The display returned when a new battery is inserted. However, the customer noted that the screen was still fading in and out. The drive support cap appeared normal and recessed and the insulin pump passed the self test and displacement test. Because the customer stated that the screen was difficult to read, she was advised that the insulin pump would be replaced and agreed to return the product for analysis. She was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.